Event description:
Litigation papers allege that the patient experienced pain, swelling, clicking, popping, grinding, weight loss, tinnitus in her ears, weakness, fatigue, skin rashes, and chronic anemia. Metal ion testing showed a cobalt level of 62.7 and chromium level of 19. She was revised secondary to metallosis with only the head and liner removed. After the revision she experienced multiple dislocations and was revised a second time where all components were removed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 3168187, e29eg1 and 2981610. A search of the complaint database search finds additional reported incidents against lot codes 3174090 and 2193958 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The product lot codes were not provided for a femoral head and poly hip liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions. Ppf allegation was already reported. The stem was reported in the second revision under (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 3168187, e29eg1 and 2981610. A search of the complaint database search finds additional reported incidents against lot codes 3174090 and 2193958 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The product lot codes were not provided for a femoral head and poly hip liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.